Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported via email that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On 08/24/2024, the sole pump display device was showing a reading of 50 mg/dl, but the actual bg was over 900 mg/dl. The patient was reportedly put into hospital care as a result. The patient does not use the dexcom app and declined to install it. There was no information of further medical evaluation or intervention. Although, multiple attempts were made to follow up with the reporter, no additional information could be obtained. No data was provided for evaluation. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.